Manufacturer narrative:
Lot number is unavailable. Evaluation summary: it was caused due to an ecessive force applied on the thread during connecting and disconnecting. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. Problem to fix the of-g11 on the endoscope, the thread does not hold.